Event description:
It was reported that the tip of a cannulated screwdriver broke off during the procedure. There was no patient injury or significant operative delay. A solid screwdriver was used to complete the procedure. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Additional narrative: the part was received for inspection with the tip of the screwdriver broken off. The fragments were not returned for investigation. The fracture surface is homogeneous which indicated material quality. The manufacturing records detail the correct material was used and that the device met specification. The breakage is indicative of possible mechanical overloading during usage. Due to the condition of the device and the missing fragments a final manufacturing conclusion is not available.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the instrument was received broken about 2mm from the stardrive tip and the broken tip was not returned. The rest of the screwdriver was in good condition with the surface finish intact and the etching of the part and lot numbers readable. The material used for the t8 cannulated screwdriver shaft is appropriate as it provides greater shear strength compared to other stainless steels. Evidence suggests the tightening method described in the technique guide was not followed leading to a torque and shear stress greater than the ultimate shear stress associated with the geometry and material of the screwdriver.